Event description:
Allegedly, patient was revised due to aseptic loosening socket; lysis socket revision njr number: (B)(4). Side:r. Primary asa: p2 - mild disease not incapacitating. Mhra reference no: (B)(4).